Event description:
The hosp reported during the coronary artery bypass procedure, two hearstring seals did not deploy out of the delivery tube into the aorta. The procedure was completed with a side biter clamp. No other pt complications were reported by the hosp. This report is for the first device used.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.